Manufacturer narrative:
The customer notified cardioquip that the unit's cardioplegia was not getting cold or providing a sufficient drop in temperature. Cardioquip's investigation determined that the cpg valve assembly was nonfunctional and required replacement, causing the reported malfunction. Following replacement, the device passed inspection, and is fully operational.

Event description:
The customer reports that the device's delivery temperature drops significantly when cold cpg is turned on, and the cpg lines never got cold. The patient lines would gradually heat back up to their setpoint over time, but the cold cpg would never drop in temperature.